Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer had symptoms and treated with insulin pump and manual injection. Customer's blood glucose value was 451 mg/dl at the time of the call. Customer did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed. There were no leaks or air bubbles. Customer declined to check site or insulin issues, and settings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The device passed the self-test. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The device was tested with a water infusion set with no air bubbles anomaly noted in reservoir. The device was received with scratched case and fading serial number label.